Manufacturer narrative:
G2: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was verified. The cause is the downstream occlusion sensor due to found fluid ingression on device. The downstream sensor was replaced to correct the issue.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion test at 9.4 psi. This occurred during testing, and there was no patient involvement.